Event description:
It was reported, the video system center had the video breakdown at the end of the scope about an inch from the end. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated; the customer allegation was confirmed. The device evaluation found no other device abnormalities. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Inspection and testing found no image in the mask due to a bad video connector. Based on the results of the investigation, it is likely the defective video connector caused the reported issue; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the reporter indicating that the video connection issue was noticed before an unspecified procedure. There were no error messages observed. The case was completed as intended using the same equipment with no delay or patient harm.